Event description:
The customer states that the cell-dyn 1800 analyzer generated low results for platelets and hemoglobin that were reported out of the lab. A plt=81 k/ul and hgb=4.0 g/dl was obtained. The pt was treated with neumega with no adverse events noted. A reference lab obtained the following results: plt=238 k/ul and hgb=13.8 k/ul. No further impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.